Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one 7.0fr bard d/l catheter was received for evaluation and one video was provided for review. Visual, microscopic, tactile and functional evaluations were performed. A complete circumferential break was noted on the distal end of the catheter. The edges of the complete circumferential break on the distal end of the catheter were noted to be uneven and the surface was noted to be granular. Upon infusion, a leak from what appeared like parallel pinholes was noted from the clamping sleeve, proximal to the luer. The video shows the catheter leaking the fluid upon infusion. Therefore, the investigation is confirmed for the reported fluid leak and the identified fracture, material separation and material hole issues. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device) h11: h6 (method, result, conclusion) h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately four weeks post chronic catheter placement, the catheter allegedly leaked. Reportedly, the line was removed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the hickman cv catheter, dual-lumen, 7f products that are cleared in the us. The pro code and 510 k number for the hickman cv catheter, dual-lumen, 7f products are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. However, a video was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately four weeks post chronic catheter placement, the catheter allegedly leaked. Reportedly, the line was removed. There was no reported patient injury.